Event description:
Device triggered eos message on hmsc 16-jul-2022. On (B)(6) 2022 battery showed bos. Recommended change out as soon as possible. Remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
On (B)(6) 2022 device explanted. Upon receipt, the device interrogation revealed the eos battery status. A number of four charging cycles was documented. The inspection of the ICD memory content confirmed a premature detection of the eos battery status. The current consumption of the device in the eos state was tested and was found to be normal. The ICD was subjected to an electrical analysis. First, the eos status was removed with a technical programmer and the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. The shock therapy was not available because of the depleted state of the battery. Further extensive analysis of the electronic components and the device memory content was performed, indicating an intermittent elevated current consumption, that could be narrowed down to an integrated circuit on the electronic module. Based on all available information, the root cause for the intermittent elevated current consumption was, however, not conclusively determinable. The current consumption of the ICD was normal during analysis. The manufacturing records and quality documents for this device were re-investigated. No anomalies were documented during the device manufacturing, in particular during the final acceptance test no abnormality in the current consumption of the device was observed.

Manufacturer narrative:
On (B)(6) 2022 device explanted. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.